Manufacturer narrative:
Other, other text: an analysis was not performed on the device since the customer requested return of the device. Should the device become available for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter zip code exceeded the maximum allowable characters; zip code is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact.

Event description:
The customer reported that "the spo2 value is intermittently not displayed on the rad-g. Although the light-emitting section is illuminated, the spo2 value cannot be obtained". There was no patient impact or consequence reported.